Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro, they noticed that the jaws were not aligned properly. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device was returned to the factory for investigation. A visual inspection was conducted. Signs of clinical use were observed. There was no blood observed. The heater wire was observed to be flexed away from the center of the hot jaw, but remained attached to the jaws at both the base and tip. The heater wire was also shifted to the right and off of the hot jaw near the tip [while peering down vertically with the hot jaw located on the bottom.] The jaws appeared to be aligned. There were no other non-conformities observed. Based on the returned condition of the device, the reported failure "mechanical issue" was not confirmed. The analyzed failure "material twisted/bent" was confirmed.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro, they noticed that the jaws were not aligned properly. A replacement device was used to complete the procedure. No patient involvement.